Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. However,moisture damage found at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the spilled a chemical on screen of insulin pump and did not read screen. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. Customer stated insulin pump had damaged liquid crystal display from corrosive chemical. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.